Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the knife of the single use 2-lumen sphincterotome was broken after an electrical current error occurred during the second incision. The issue occurred during a therapeutic est (endoscopic sphincterotomy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Device evaluation found the cutting wire was broke and the broken portion was scorched and melted. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. 5. Since the cutting wire was broken, it was felt that the cutting wire was no longer energized. The event can be detected and prevented by following the instructions for use: - since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. - be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor field performance for this device.